Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee (bk). A 1.5mmx20mmx142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen. Inspection revealed a pinhole in the balloon material located at the distal edge of the markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee (bk). A 1.5mmx20mmx142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was stable.